Event description:
It was reported that the packaging of palacos powder did not open properly. The item was determined to be unsterile. There was no harm or delay reported and surgery was completed using an alternate product.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.